Event description:
It was reported that the user entered the patient room due to a bradycardia alarm and noticed a gas escaping at the ventilation without an audible alarm. It was found that the patient circuit was disconnected and laying next to the trach tube connection. According to the user it is possible that the patient caused the disconnection. The patient progressed to asystole and a code blue was called. The patient was successfully resuscitated. The patient passed 48 hours later. The user further stated that when reviewing the event log that it did indicate that the low minute volume alarm was activated.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the user entered the patient room due to a bradycardia alarm and noticed a gas escaping at the ventilation without an audible alarm. It was found that the patient circuit was disconnected and laying next to the trach tube connection. According to the user it is possible that the patient caused the disconnection. The patient progressed to asystole and a code blue was called. The patient was successfully resuscitated. The patient passed 48 hours later. The user further stated that when reviewing the event log that it did indicate that the low minute volume alarm was activated.

Manufacturer narrative:
The affected device was tested onsite and the log file was secured for detailed analysis. During the device test no malfunction was found and various alarm tests passed without deviation. Based on the log entries it can be seen that the device generated several alarms regarding a disconnection on the reported date and time of event. On august 29 starting at 7:22 pm the device posted alarm messages concerning ¿leakage¿, ¿disconnection?¿, ¿vt high¿ and ¿mv low¿. The alarms continued to be posted until the device was set to standby mode by the user at 7:43 pm. The log contains no indication of a malfunction of the alarm system or loudspeaker. Based on the investigation results the reported device behavior could not be reproduced or confirmed. There is no indication that a device malfunction contributed to the patient death. The device generated visual and audible alarms as specified for a disconnection. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.